Manufacturer narrative:
Follow up #1, date of submission 05/07/2014. The device has been returned and evaluated by product analysis on 04/25/2014 as follows: the display screen was observed to be dim with red letters. Unrelated to the display issue, the threads on the battery cap were observed to be stripped. A test cap was used for testing purposes. The cartridge compartment was observed to be chipped and cracked. The cartridge cap was able to attach securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display had been fading in and out and that it was hard to see during the day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.